Manufacturer narrative:
The sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug assembly. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings on his 6 day wear of adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, the sensor read "hi" and the customer self-administered an unspecified amount of insulin. Customer reported that he had a blood test 10 mins later on a adc blood glucose meter which was 84 mg/dl while the sensor still read "hi" at the same time. Customer further reported that his glucose level was going down too quickly which was 21 mg/dl and experienced symptoms described as sweating and dizziness. Customer reported that his wife injected him glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his 6 day wear of adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, the sensor read "hi" and the customer self-administered an unspecified amount of insulin. Customer reported that he had a blood test 10 mins later on a adc blood glucose meter which was 84 mg/dl while the sensor still read "hi" at the same time. Customer further reported that his glucose level was going down too quickly which was 21 mg/dl and experienced symptoms described as sweating and dizziness. Customer reported that his wife injected him glucagon. There was no report of death or permanent injury associated with this event.